Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the initial implant, the stylet was unable to be removed from the left ventricular (lv) lead. The lead was damaged due to the excessive force used when attempting to remove the stylet. The lead was removed, and a dissection of the vein occurred. A new lead was implanted successfully, and the patient was stable following the procedure.